Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from rep stated that patient was losing coupling during mid-charging. It started with 8 bars and constantly needed to adjust antenna. It was reviewed dunging to intermittent issue, patient requesting a new antenna to be sent along with spacer bars. It was noted ins was titled, and that was pocket issues related to the ins. It was reviewed ins pocket consideration, rep thought the ins was titled being possible cause of intermittent coupling. Rep reported patient being burned and met with patient today. It was noted pocket had no redness or swelling. The burning sensation only occurred post recharge for approximately one day. Rep discussed with patient and believed that patient was putting too much pressure on pocket which was causing irritation. Patient would be sent a new antenna and spacer t see if this resolved some of the issues recharging. Additional noted stated that patient was suspect titled, but patient was not moving and observed loss of coupling bars. A replacement recharger antenna would be sent to patient. It was noted recharger antenna replaced due to having coupling issues. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from representative. When asked the actions were taken to resolve the burn from the recharger, rep stated patient didn¿t think the device itself was burning her, a new belt and antenna for charger was being sent to patient. It was noted this issue was started when patient felt she had always had to push hard to get good connection. Rep mentioned no new information of the burning when charging was resolved. No further complications were reported or anticipated.

Manufacturer narrative:
Other relevant device(s) are: product ID: 97754, serial/lot #: (B)(4), ubd: , UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative regarding an implantable neurostimulator (ins). It was reported that the patient has burned themselves several times using the charger because they have to "push so hard" to get a connection to charge. There were no external factors noted and no diagnostics or troubleshooting were performed. The issue was not resolved at this time. No further complications were reported or anticipated.